Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit gave a battery malfunction alarm. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date of report: 23sep2018. Date of manufacturer: 30aug2018. The unit was evaluated by the on site engineer. The battery was replaced (as a precaution) and the unit was returned to service. No parts were returned for philips for evaluation, therefore, at root cause could not be established.